Event description:
That the patient who is bilaterllay implanted complained about the pain and refused to wear his right speech processor. Telemetry testing could not be done, because the patient had painful sensations when putting the telemetry coil on his head.